Event description:
Went to (B)(6) ER because abdomen tripled in size (looked (B)(6) pregnant) following colonoscopy by dr. (B)(6) et al at (B)(6) ((B)(6) 2016) rapid weight gain ((B)(6)) in 2 months, following colonoscopy. CT scan (B)(6) 2016, (B)(6), showed enlarged uterus for my age ((B)(6)). When I went to (B)(6) ER I had the (B)(6) CT scan but the doctor wasn't interested in looking at it. I felt forced to have that second CT scan and when I went across the hall to the bathroom, the dr. Went to my ER cubicle and coerced my son into talking me into it. The first time I went to the CT scan room, I told the 2 female technicians I wasn't going to have a scan until the dr. Looked at the abnormal pelvic ultrasound done (B)(6) 2016 at (B)(6) hospital. The dr. Wasn't interested in looking at that report either. They did the second CT scan and said it was normal. The second CT scan was done by a (B)(6) man (female technicians no longer there). I became extremely ill starting (B)(6) 2016 with extreme nausea, diarrhea, bp greater than 200/120, headache, dizziness, poor capillary refill. This continued through (B)(6) 2016, with worst episodes about 1-2 hours after a minimal breakfast. I have no hx. Of hypertension, or any of these things. I had no appetite and ate very little for days. By 12/20/2016, I began to feel better, and am gradually able to tolerate some food. I went for help, dr. (B)(6) (B)(6) 2016 and dr. (B)(6), (B)(6) 2016. They ignored my high bp and other symptoms and did nothing. I think I had radiation sickness and no one would help me. The ultrasound (B)(6) 2016 at alexandria in 6 vertical films showed something at the base of my uterus that looked triangular shaped with 2 glowing circles toward the top. Dr. (B)(6), (B)(6) 2016, denied abnormal ultrasound and told me only to come back if I started bleeding. Obviously, I have been many places to try to get help without success. Lots of denial and sending me away. My sense is that criminal things were done during colonoscopy, and suburban ER with the CT scan gave me inappropriate, maybe even lethal dose of radiation to cover up what was put into my uterus during colonoscopy, (B)(6) 2016. I am not back to normal health but have tried everything I know of to get help.